Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2015-58345.

Event description:
The customer reported via phone call that he is supposed to have 5 basal settings on the insulin pump but the morning of the call, he noticed he only has 3 of them and 2 disappeared. The customer stated he received a replacement insulin pump recently but he experienced low blood glucose when he started using it. The replacement insulin pump was being replaced and the customer is using his old device. The basal settings on the old insulin pump were checked; it was confirmed it only had 3 basal settings and the customer was assisted with setting the 5 basal rates.